Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain all the time on my left side") and muscle spasms ("muscle spasm"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain and muscle spasms had resolved. The reporter considered medical device removal, muscle spasms and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pelvic pain and muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery/pain all the time on my left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil has separated". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/where it originates from back"), muscle spasms ("muscle spasm"), tooth loss ("this was problem with my teeth I ve lost almost all my back teeth"), dyshidrotic eczema ("disidrotic eczema on hands"), abdominal distension ("swollen belly"), arthralgia ("hip pain") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain / I hv lost 65 pounds "). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain and muscle spasms had resolved and the back pain, tooth loss, dyshidrotic eczema, abdominal distension, weight increased, arthralgia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, dyshidrotic eczema, dysmenorrhoea, muscle spasms, pelvic pain, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coil has separated. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pelvic pain and muscle spasms, teeth loss, device shape alteration, abdominal distention, diffuse eczema, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received. New event: painful periods, hip pain added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery/pain all the time on my left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil hasseparated". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/where it originates from back"), muscle spasms ("muscle spasm"), tooth loss ("this was problem with my teeth I ve lost almost all my back teeth"), dyshidrotic eczema ("disidrotic eczema on hands"), abdominal distension ("swollen belly"), arthralgia ("hip pain"), dysmenorrhoea ("painful periods"), device dislocation ("migration /perforation") and perforation ("migration /perforation") and was found to have weight increased ("weight gain / I hv lost 65 pounds "). The patient was treated with surgery (surgery for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and muscle spasms had resolved and the back pain, tooth loss, dyshidrotic eczema, abdominal distension, weight increased, arthralgia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, device dislocation, dyshidrotic eczema, dysmenorrhoea, muscle spasms, pelvic pain, perforation, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coil has separated. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pelvic pain and muscle spasms, teeth loss, device shape alteration, abdominal distention, diffuse eczema, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. New event migration /perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain all the time on my left side") and muscle spasms ("muscle spasm"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pelvic pain and muscle spasms had resolved. The reporter considered medical device removal, muscle spasms and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pelvic pain and muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('surgery/pain all the time on my left side'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil has separated". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/where it originates from back"), muscle spasms ("muscle spasm") and tooth loss ("this was problem with my teeth I've lost almost all my back teeth"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain and muscle spasms had resolved. And the back pain and tooth loss outcome was unknown. The reporter considered back pain, muscle spasms, pelvic pain and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray: on an unknown date, coil has separated. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal, pelvic pain and muscle spasms, teeth loss, device shape alteration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, fu2 and fu3 processed together. Pfs received(social media): event: this was problem with my teeth I 've lost almost all my back teeth added. Event: medical device removal. Pt was updated to pelvic pain. On (B)(6) 2020: fu2 and fu3 processed together. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('surgery/pain all the time on my left side') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil has separated". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/where it originates from back"), muscle spasms ("muscle spasm"), tooth loss ("this was problem with my teeth I ve lost almost all my back teeth"), dyshidrotic eczema ("disidrotic eczema on hands") and abdominal distension ("swollen belly") and was found to have weight increased ("weight gain / I hv lost 65 pounds "). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the pelvic pain and muscle spasms had resolved and the back pain, tooth loss, dyshidrotic eczema, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, dyshidrotic eczema, muscle spasms, pelvic pain, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coil has separated. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pelvic pain and muscle spasms, teeth loss, device shape alteration, abdominal distention, diffuse eczema, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events disidrotic eczema on hands, weight gain / I hv lost 65 pounds, swollen belly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration /perforation') and pelvic pain ('surgery/pain all the time on my left side') in an adolescent female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil hasseparated". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/where it originates from back"), muscle spasms ("muscle spasm"), tooth loss ("this was problem with my teeth I ve lost almost all my back teeth"), dyshidrotic eczema ("disidrotic eczema on hands"), abdominal distension ("swollen belly"), arthralgia ("hip pain") and dysmenorrhoea ("painful periods") and was found to have weight increased ("weight gain / I hv lost 65 pounds "). The patient was treated with surgery (surgery for essure removalatotal laparoscopic hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the uterine perforation, back pain, tooth loss, dyshidrotic eczema, abdominal distension, weight increased, arthralgia and dysmenorrhoea outcome was unknown and the pelvic pain and muscle spasms had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal distension, arthralgia, back pain, dyshidrotic eczema, dysmenorrhoea, muscle spasms, pelvic pain, tooth loss and weight increased to be related to essure. The reporter commented: surgical pathology report: uterus, cervix and bilateral fallopian tubes weighing 114 g showing secretory endometrium cervix with nabothian cysts, chronic endocervicitis and squamous metaplasia an intramural leiomyoma unremarkable fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: coil has separated. Concerning the injuries reported in this case, the following ones were reported from social media : medical device removal, pelvic pain and muscle spasms, teeth loss, device shape alteration, abdominal distention, diffuse eczema, weight gain. Concerning the injuries reported in this case, the following ones were reported from medical records: "menorrhagia, pelvic pain and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Previously reported events "perforation/device dislocation was updated to "uterine perforation . Perforation ptt updated .event "menorrhagia" was added. Patient date of birth and reporter were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.